Event description:
It was reported the pt had a retroperitoneal bleed. Additional info received in 08/2004 indicated the pt underwent a mitral valvuloplasty and consequently received a variety of anti-thrombotic agents. After 12 hours of bed rest, the pt suffered a retroperitoneal bleed that almost warranted a transfusion. The heparin was reversed and a stroke resulted. The current status of the pt remains unknown. Attempts to obtain any additional info have been unsuccessful.